Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the pacemaker and the right atrial (ra) lead demonstrated inappropriate mode switching due to true atrial fibrillation (af), with possible noise oversensing noted, while the pacemaker and right ventricular (rv) lead showed r-waves undersensing. Additionally, a marker anomaly was observed on the pacemaker resulting in atrial sense markers being hidden off the page due to auto gain. Programming changes were suggested; no changes or intervention were reported. There were no patient consequences.